Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, it was reported by a sales representative via (B)(4) that (2) ar-18800-03 driver shaft and an ar-18800-05 solid screwdriver were twisted during surgery. This was discovered during a procedure, with no reported patient harm. Additional information was received on (B)(6) 2024: this was discovered during an orif procedure on (B)(6) 2024. The case was completed using the twisted drivers. There was no reported delay in the case or adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was determined that the drive geometry of the distal end of the shaft of the solid screwdriver, t6 was twisted. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to use error due to over-torquing/over-engaging the driver within the screw head.